Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Thrombus was noted on the was after the device was deployed. The device met release criteria. The activated clotting time (act) was 120 seconds despite 10,000 units being given which was appropriate dosing for the patient's weight. The physician aspirated the thrombus and it was identified and flushed out of the sheath at the end of the case. No complications were noted in relation to this event.